Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Evaluation showed that the battery was charging normally. Review of the device logs showed simultaneous events of critically low battery, power failure and device reset. These events could not be reproduced during in-house testing and the returned device passed all service testing. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device battery was not holding charge and the device alarmed. The device was not in use when the fault occurred therefore there was no patient involvement.